Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 1 of 5. The care giver (cg) stated that during the night, the home patient (hp) sat up in bed and the patient line came off of the transfer set. The cg thinks that it may not have been on very tightly. The cg closed the hp off and put a cap on the transfer set and then the hc started alarming. The technical service representative (tsr) explained the alarm and had the cg cycle the power twice to clear the alarm. The tsr then recommended that the hp not perform therapy until the cg can speak to the peritoneal dialysis nurse. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the hp's nurse stated there were no adverse events reported regarding the incident and oral antibiotics were given as a precaution.